Event description:
Information was received from the healthcare provider (HCP) via the company representative (rep) regarding a patient receiving intrathecal Fentanyl 4,000 mcg/mL at 487mcg/day and Bupivacaine via an implantable pump. It was reported that the patient reported decreased efficacy of therapy (return of pain to lower back and legs) and increased need for oral medications. Patient did have a fall which might have resulted in kinks. Patient reported to managing physician with change in symptoms and noted with large discrepancies in pump reservoir volume. At the time of the procedure, multiple kinks were observed in the proximal (pump) end of the catheter with notable tangles in the distal (spinal) segment. A catheter revision was executed resulting in patent catheter. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of D10: Product ID 8780 Lot# Serial# (b)(6 )Implanted: (b)(6)2025, Product Type CATHETER Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8780, Serial/Lot #: (b)(6), UBD: 25-APR-2027, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.